Manufacturer narrative:
(B)(4). Conclusion: there is no documentation to show that a temporal relationship exists between the liberty cycler and the adverse event experienced by the patient of feeling dizzy, faint, falling subsequent hospitalization. However, it is plausible that the adverse events are related to the patient not completing pd therapy for the 2 days leading up to the adverse events. The liberty cycler made a ¿loud popping¿ sound and he was advised (unknown by who) to revert to capd therapy and request a new cycler. However, the patient stated he did not complete any manual exchanges for 2 days. The patient stated he ¿believed the hospitalization was the result of the missed pd treatments and buildup of toxins.¿ non-compliance is associated with an increased risk for developing uremia, in addition to an increased incidence of hospitalization. A probable association exists between the patients¿ reported non-compliance and the event(s) of dizziness, fainting and subsequent fall. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis registered nurse (pdrn) reported this pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was admitted to the hospital for altered level of consciousness on (B)(6) 2017. During a follow-up call to the patient on (B)(6) 2017 he reported feeling dizzy and faint. The next thing he remembers was ¿waking up on the floor.¿ reportedly his ¿helper¿ came by the house and transported him to the emergency room (ER). The patient had not performed any pd treatments for the previous two days (exact dates and duration was uncertain, as there were conflicting timelines). The patient stated he heard a loud ¿popping¿ noise from the cycler on (B)(6) 2017, and was advised to discontinue use of the cycler and switch to continuous ambulatory peritoneal dialysis (capd) by a customer service representative. Hospital course was unknown. However, the patient reported during his hospitalization he was diagnosed with a urinary tract infection (uti). It was unknown if the patient performed pd or utilized any fresenius products while hospitalized.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he had been hospitalized on (B)(6) 2017 due to him feeling dizzy and fainting and waking up on the floor next to his bed earlier that day. The patient stated his helper came to his house that evening and found him on the floor, and took him to the hospital. The pd patient stated he had last completed peritoneal dialysis treatment using the cycler two days prior and stated his cycler made a loud popping sound. He stopped using the cycler and was advised to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatments and to request for a replacement cycler but did not complete manual exchanges for the next two days. The pd patient stated he believed it was due to the missed peritoneal dialysis treatments and buildup of toxins that he was hospitalized. While hospitalized it was also discovered he had developed a urinary tract infection (uti). The cause of the uti was unknown. The patient stated he was discharged from the hospital on (B)(6) 2017 and was expecting to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler tonight. Follow-up was made with the pd patient's clinic registered nurse, who agreed to provide the patient's hospital discharge summary when obtained. Medical records were requested.